Event description:
It was reported that a 38-year-old male presented with cardiogenic shock. Workup revealed severe mitral regurgitation (mr) due to p2 (posterior 2) prolapse and an ejection fraction of 25%. After multidisciplinary discussion, temporizing transcatheter edge-to-edge repair (teer) was performed. Three clips were placed ¿ the degree of mr was reduced from severe to mild. However, 4 months after teer he developed recurrent severe mr, and a robotic mitral repair was performed. All three clips were removed with preservation of native leaflets. A standard p2 triangular resection was performed and a 42mm true-sized flexible annuloplasty band was placed. Post-bypass transesophageal echocardiogram (tee) revealed trace mr and excellent biventricular function. The patient was discharged on postoperative day 5 after an uneventful hospital course. Details can be found in the attached article, titled: " mitral valve surgery after failed transcatheter edge-to-edge repair: operative techniques and institutional experience."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled "mitral valve surgery after failed transcatheter edge-to-edge repair: operative techniques and institutional experience"na.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an literature review and no lot information was provided. Based on available information, a cause of the reported recurrent mr could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.